Event description:
Info received indicates the bed has no head up function.

Manufacturer narrative:
The tech tried to raise the head section manually, but there was no change. Voltage at head up coil was 15vdc and there were no gci fault codes. The technician replaced the head up valve cartridge to repair the bed.